Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of an aspiration difficulty was confirmed. A hemostasis valve leak was noted during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During the procedure, air was aspirated from the hemostasis valve. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.